Manufacturer narrative:
Station solenoid assy.

Event description:
The customer reported the ventilator failed pre-operational testing of the ventilator due to an inhalation autozero solenoid failure. There was no pt involvement and therefore no pt harm. If the solenoid malfunctions and cannot open, this task cannot be performed and affects the accuracy of the system pressure measurement. Failure of the autozero solenoids while in use could result in a vent inop condition. Vent inop, if in use on a pt, will stop providing ventilatory support to the pt. The MFR's service tech was able to duplicate the reported problem. The service tech replaced the three station solenoid assembly to correct the problem. Applicable final testing was completed and passed to operating specifications.